Manufacturer narrative:
The customer was sent a replacement battery. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer confirmed that after replacing the battery, the device is working properly.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.